Manufacturer narrative:
(B)(4). (B)(4) manufactures the bmr1900 ph.i.s.i.o venous reservoir bags. The incident occurred in (B)(6). Per exemption number e2016005. (B)(4). Two devices were returned to sorin group (B)(4) for investigation. Visual inspection of the one of the devices revealed that the outlet connector was completely detached. No trace of adhesive was visible. The connector of the second device was connected. This device was leak tested and no leaks were observed. Based on the results of the investigation, sorin group (B)(4) believes that the most probable root cause of the connector detachment is an incomplete gluing process during manufacturing. The relevant manufacturing floor personnel have been made aware of the event to prevent recurrence. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. No similar complaints related to this lot have been reported. This even is considered to be an isolated incident.

Manufacturer narrative:
There was no patient involvement. The bmr1900 ph.i.s.i.o venous reservoir bags (item 00398, lot number 1605250167) are non-sterile devices that are assembled into convenience packs for sterilization and distribution in the USA. The lot number of the convenience pack was not reported by the customer, so the expiration date and device identifier (UDI) number could not be determined. However, the customer reported that the bags belonged to the same lot of convenience pack. Approximate age of device: as the manufacturing date of the convenience pack cannot be determined, the approximate age of device could not be determined (B)(4). The bmr1900 ph.i.s.i.o venous reservoir bags were assembled into a convenience packs distributed in the USA. The non-sterile the bmr1900 ph.i.s.i.o venous reservoir bag is also distributed in the USA (510(k) number: k112771). As the lot number has not been provided, the device manufacture date is unknown. Sorin group (B)(4) manufactures the bmr1900 ph.i.s.i.o venous reservoir bags. The incident occurred in (B)(6). (B)(4). Per exemption number e2016005. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue. The devices have been requested for return to sorin group (B)(4) for investigation. A follow-up report will be sent once the investigation is complete. Device not yet returned to manufacturer.

Event description:
Sorin group (B)(4) received a report that the bmr1900 venous reservoir bag leaked from the outlet while dismounting the bag during priming. The leak occurred when outlet connector detached from the bag. The issue reportedly occurred twice, and both bags belonged to the same convenience pack lot number. There was no patient involvement.